Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touch screen was shattered. Reportedly, cause of the issue was unknown. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.